Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Reports: 1627487-2013-13229, 1627487-2013-13231, 1627487-2013-13232, 1627487-2013-13233, and 1627487-2013-13234. The pt has 2 leads from each model number, 2 extensions, and 2 anchors from different lot numbers, submitting reports for all. It was reported the pt underwent a permanent implant procedure. The pt has prosthesis in his right eye, however, when he woke up in recovery, he was not able to see from his left eye. The pt was implanted with four leads, 2 placed subcutaneously (off-label) at l5-s1 on both sides and 2 placed midline and to the left at t8. During inter-operative testing, the pt did not report any vision problem. A CT scan was inconclusive and the entire scs sys was explanted. A MRI of the brain and subsequent tests were also inconclusive. On (B)(6) 2013, the pt's physician reported the pt was able to see shades and the outline of his hand when held in front of his face. Follow-up info identified the pt had undergone multiple tests and scans and nothing was found, the pt is still unable to see. Add'l follow-up pending.